Manufacturer narrative:
(B)(4). Conclusion: the device was not returned for analysis. Review of DHR for lot 17302954 concluded there were no issues were noted that were considered potentially related to the reported complaint. The resistance between the enterprise and the enterprise could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, procedural factors may have contributed to the event. The instructions for use (IFU) cautions that ¿the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter.¿ there was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report. This is 1 of 2 MDR reports submitted for this complaint with associated report numbers of 3008264254-2016-00027 and 1226348-2016-00105.

Event description:
As reported by a healthcare professional, during stent-assisted coil embolization of a right internal terminal carotid artery, a enterprise vrd (enc403900/ 10540753) prematurely deployed inside the y-connector when the physician was trying to insert it into the prowler select plus (606s255x/17302954). The enterprise was removed together with the prowler, and a new microcatheter was inserted and the balloon catheter was then used instead to complete the embolization. The procedure was successfully completed without further issues, and there were no patient injuries or complications. Neither of the devices appeared damaged and there was nothing seen to be obstructing the microcatheter hub. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the events. The complaint products have accidentally discarded by the customer, and thus not available for analysis. No further information was available.